Event description:
The patient reported blood glucose results of "20, 5, and 9 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.